Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The computer was returned to the manufacturer for analysis. System boots normally to log-in screen was able to launch ent application and navigate tools successfully. Checking the ram and hard drive revealed no errors, computer is fully functional. Software investigation completed. This issue will be monitored in a medtronic software anomaly tracking database. On (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed.

Event description:
A medtronic representative reported that the fusion navigation system software was unresponsive and running slow. There was no patient present when this issue was identified.